Manufacturer narrative:
The entire phone is (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false elevated potassium of 6.6 mmol/l on a patient sample ID (B)(6) (male, dob (B)(6)) that repeated 4.3 and 4.2 mmol/l on the same alinity c processing module and another alinity c analyzer, respectively. No impact to patient management was reported. No specific patient information is available.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: f26 component code: g03001 d8. Was this device serviced by a third party? No the operator performed troubleshooting by replacing the sample and reagent probe, checked the mixer, replaced the dryer tip and performed quarterly maintenance. The field service representative (fsr) was dispatched to inspect the instrument. The fsr performed multiple troubleshooting tasks including the replacement of the alnty c-series reagent and smpl probe tubing which resolved the issue. A review of the analyzer¿s service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the probes were replaced. The alinity ci-series operations manual addresses operational precautions and limitations. The operations manual also provides probable causes and corrective actions for elevated concentration and erratic assay results and provides instructions for replacing the alnty c-series reagent and the smpl probe tubing. A review of the alinity c revealed no systemic issues or adverse trends associated with the discrepant results described in this complaint. A review of replaced parts did not identify an adverse trend. Based on the information within the complaint record, no product deficiency was identified.

Manufacturer narrative:
Updated patient information section a2., a.3. Patient race and ethnicity not available.